Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device were unsuccessful. The device case was removed and it was determined the battery voltage was much lower than expected. An external power supply was connected to the device. When the device was powered up, a high current condition was discovered. Detailed analysis of the internal components was undertaken. The mixed mode integrated circuit was found to have cracks on it. The cracks were determined to have been induced; however, it is unknown when the damage was incurred. The device case is unblemished and no other anomalies were noted. No further analysis was possible.

Event description:
Boston scientific received information that interrogation of this device was unsuccessful despite the use of three programmers, new wands and a different room. Additionally, no magnet tones were audible. Therefore, the device was explanted and replaced without further incident. No adverse patient effects were reported.